Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) is underway. There is no information at this time to suggest a device malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018. Device download data revealed that the patient was treated once on the day of passing. The patient was in the hospital at the time of the event. The lifevest delivered a treatment at 21:34:06 during sinus tachycardia (130 bpm) with runs of nsvt. The nsvt runs contributed to the false detection. The post-shock rhythm was sinus bradycardia (55 bpm) with nsvt. It is unknown if the patient was conscious at the time of the treatment. The response buttons were not pressed during the event. The lifevest was deactivated at 21:34:11. The patient subsequently passed away after the lifevest was shutdown. The exact time of death is not known.

Manufacturer narrative:
Follow-up: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. There is no indication that the monitor malfunction caused or contributed to the inappropriate treatment or death as the device was still able to monitor the patient, detect an arrhythmia, and deliver a treatment shock. Initial: device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery cirucitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) is underway. There is no information at this time to suggest a device malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018. Device download data revealed that the patient was treated once on the day of passing. The patient was in the hospital at the time of the event. The lifevest delivered a treatment at 21:34:06 during sinus tachycardia (130 bpm) with runs of nsvt. The nsvt runs contributed to the false detection. The post-shock rhythm was sinus bradycardia (55 bpm) with nsvt. It is unknown if the patient was conscious at the time of the treatment. The response buttons were not pressed during the event. The lifevest was deactivated at 21:34:11. The patient subsequently passed away after the lifevest was shutdown. The exact time of death is not known.